Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line). This event occurred during initial drain of peritoneal dialysis (pd) therapy. The patient was connected at the time of the alarm. The patient saw air bubbles in the patient line. The technical service representative assisted the patient in clearing the alarm. The patient started over with new supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Although the cassette was not returned, the home patient reported that the patient line was not fully primed prior to connecting. An incomplete prime is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.